Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to successfully complete the procedure. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor and rotor assemblies. The presence of corrosion caused the rotor to become stuck within the motor assembly, resulting in increased friction and heat being generated. The rotor and motor assemblies were replaced, and additional preventative maintenance was also performed. The drill was repaired and returned to the customer.